Manufacturer narrative:
Evaluation results: haemorrhage requiring transfusion. Other , gi bleed.

Event description:
During index procedure, five endeavor sprint drug-eluting stents were implanted. Two stents were implanted, overlapping, in the mid lad (MFR report# 2953200-2009-00285 - 00286). Three stents were implanted, overlapping, in the proximal lcx (MFR report# 2953200-2009-00287 - 00289). Patient asymptomatic at 30 day follow up. Approx 4.5 months post index procedure, patient experienced spontaneous rectal bleeding. Patient was hospitalized and given an autotransfusion of 2 units. Three days post initial bleeding event patient experienced further spontaneous rectal bleeding. A further autotransfusion of 2 units was given and intervention was required. Investigator reported that it was not possible to assess if bleeding events were related to study stent. Investigator reported that events were not related to study procedures. Patient was taking aspirin and clopidogrel 24 hours prior to both events.